Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle. During the investigation a secondary condition of fatal error caused by software restrictions was detected. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. It was reported that the device stopped firing midway and the device was locked on tissue. The reported issues were confirmed. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition not related to the reported condition: of fpga reset/reprogram failure. Analysis of data stored on the handle showed evidence of field programmable gate array (fpga) reset/reprogram failures. The most likely cause of this condition could not be established from the information available. Another unreported condition was detected not related to the reported condition: unexpected resets. Evaluation of the system data which indicated that while the handle was on the charger, forced system resets occurred. The most likely cause of this condition could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products: sigpshell, sig power sigpshell control shell, (lot #unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (sn: unknown) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot #unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic resection of head and tail of pancreas, when the pancreas was clamped in order to be resected, the device stopped firing midway and locked on tissue. It was noted that the display showed zone 1. The surgeon removed the adapter and used a manual adapter to remove the reload. A new set of powered stapler was used to resolve the issue. This led to about 30 minutes to 1 hour extended surgical time. Afterwards, the same adapter was used with another handle and was able to work.